Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the seed was clogged in the biopsy channel occurred due to the seed was suctioned during the procedure and clogged in biopsy channel. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: the suggested event is preventable by device handling in accordance with the following chapter of IFU, cf-hq190l/I operation manual 4.2 insertion. "Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope¿s channel was blocked, and customer had tried everything to get the seed out and cannot put a brush through it. The issue occurred during an unspecified procedure. There was a 3 min delay due to getting another scope to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation and to provide a correction to the initial with information inadvertently left out b5. Additionally, to provide an update to field h3 and h6. The device was evaluated by olympus, and the instrument channel is blocked. Additionally, there were non-reportable (non-pae) defects noted. Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left out: it was reported that the condition of the patient was not impacted by the reported malfunction and the reported malfunction did not affect the procedure outcome. No medical intervention (i.e. Treatment outside the scope of the procedure) was required as a result of the reported malfunction. The seed was suctioned during the procedure and lodged in the channel.